Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 6. Reference MFR. Report#: 1627487-2013-05394, reference MFR. Report#: 1627487-2013-05395, reference MFR. Report#: 1627487-2013-05396, reference MFR. Report#: 1627487-2013-05397, reference MFR. Report#: 1627487-2013-05398. The pt had an scs system, including two extensions (from the same lot) implanted for off-label use. It was reported the pt's scs system was explanted due to it not performing as intended. The explanted product will not be returned to sjm.